Manufacturer narrative:
Voluntary medwatch report #(B)(4) was received 17mar2025. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an ongoing pseudomonas driveline infection (previously reported under MFR #2916596-2024-04397). The patient was originally on intravenous (IV) antibiotics but was off of them for two months before starting long term home antibiotics, as they did not wish to have the peripherally inserted central catheter (PICC) line replaced and had recurring infection during that time. The patient later stopped home antibiotics by choice and had more infections for 1 week, before presenting to the hospital and being admitted to inpatient hospice on (B)(6) 2025. The patient was started on comfort care medications and had an altered mental status due to the infection. The infection progressed to bacteremia and then septic shock, and the patient passed away at 03:03 on (B)(6) 2025. It was stated that the left ventricular assist device (lvad) functioned as intended at the time of death. The pump was not explanted and no autopsy was performed. It was stated that the death was device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.